Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent. One day after onset, the patient was hospitalized for the bacterial peritonitis event. The cause of the bacterial peritonitis was reported to possibly be due to an infection at the peritoneal dialysis catheter exit site. However, this was unable to be verified and the cause of the bacterial peritonitis is assessed as unknown. On an unreported date, the patient was treated with briklin intraperitoneally by bolus dosage, frequency, and duration not reported) and vancomycin intraperitoneally by bolus dosage, frequency, and duration not reported) for the bacterial peritonitis event. Three days after onset, the patient was treated with vancomycin 2 grams once per day intraperitoneally by bolus for twenty-one days for the bacterial peritonitis event. Peritoneal dialysis therapies were ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovering from the bacterial peritonitis, and it was reported that the patient's condition was improved and there was no further cloudy effluent and the patient had no abdominal pain. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as hospitalization the patient was treated with briklin and vancomycin (1 gram, intraperitoneally, frequency not reported) for the peritonitis event. Three days after onset, treatment with briklin was discontinued and vancomycin was increased to 2 gram (intraperitoneally every noon). At the time of this report the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.